Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; proximal segment returned and analyzed.

Event description:
It was reported that the patient fell off a ladder and that same evening received two shocks. At the hospital it was determined that the shocks were delivered due to artefacts. Following replacement procedure, an insulation defect and lead fracture were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".